Manufacturer narrative:
The coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the coil snapped off in the microcatheter when half-deployed into the aneurysm. Half of the coil remained in the parent artery requiring stent placement. It was reported that resistance and stretching had been experienced during delivery of the coil. The patient was undergoing coiling treatment for a ruptured saccular anterior communicating artery. There were no reports of patient injury in association with this event.